Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, during step 4, the little foot was still open and resistance was felt while removing the prostyle device since it got stuck on the tissues. The foot was eventually closed and the device was later removed without any difficulties. The knot was successfully pre-placed alongside a second prostyle device. The sheath was upsized to a 18f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received. It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of one prostyle were successfully pre-placed. Reportedly, when an attempt was made with a second prostyle device, during step 4, the foot was still open and resistance was felt while removing the prostyle device as it got stuck on the tissues. The foot was eventually able to be closed and the device was removed without any difficulties. The suture ("knot") was successfully pre-placed alongside the other previously placed suture. The sheath was upsized to a 18f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint reviews were not performed as the part and lot numbers were not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation was unable to determine the cause of the reported difficulties. Factors that may contribute to a difficult to open or close the foot include, but not limited to, tissue or suture caught in the foot, or posterior cuff partly deployed in the foot which led to the reported difficulty removing the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.